Event description:
The customer reported that prior to use on a pt the unit display was blank when first turned on, then displayed only a blue screen. The pump was replaced and therapy was initiated. No pt injury was reported.

Manufacturer narrative:
The company rep assisted the customer on the phone on the day of the event. When the customer turned on the iabp, the iabp display looked normal. The customer indicated that the battery indicator on the monitor screen shows full and the main power switch was in the "on" position. The iabp functioned properly. However, the customer was advised to have the biomed evaluate the iabp. Since the customer services their own pumps, engineer will f/u. Good faith efforts were conducted. The customer biomed stated that there is no such info for any of the 3 cs300 iabps for month of (B)(6). Based on the info on hand and the time lapse, no actions are deemed necessary at this time. No further eval with respect to the iabp serial number and the resolution of the event has been made. (B)(4).